Event description:
It was reported to covidien that during use, a nurse found missing segments of the pr (pulse rate) reading, intermittently. No patient harm reported.

Manufacturer narrative:
The serial number provided does not populate in the system, therefore the manufacture date is unknown. (B)(4).